Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the top case cracked/chipped by the front right and loft bottom corners, a cracked right plunger case and broken screw boss inside the plunger head, the bottom case cracked by the mounting post and cracked by the ¿l¿ bracket pole clamp, missing battery, cracked ear clip and ben barrel clamp rod; no visible contamination. Event history log confirmed a battery communication timeout error and depleted battery. Functional testing was able to replicate the reported issue during the power up process. The root cause was determined to be the battery pack (main). The battery pack was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a depleted battery error. It is unknown if there was patient involvement, no adverse patient effects were reported.